Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the customer did not observe drops at the end of the tubing during the load process. Customer's blood glucose level was 219 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.